Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the failure of an m1644a ECG lead set while in use with a heartstart mrx. There was no report of patient harm.